Manufacturer narrative:
Additional information: d9 (the three devices were received on july 31, 2025, and the remaining two devices were received on august 14, 2025), h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 24, 2025, and january 28, 2025. H11: five (05) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed leak. A functional leak test was performed and no evidence of leak was observed on the interior and exterior surfaces. The reported condition was not verified. The devices were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors were leaking from an unspecified location. The leaks were observed prior to patient administration. There was no patient involvement. No additional information is available.